Event description:
It was reported that this patient was experiencing chest pain. Trough echo ecamination it was revealed that this implantable lead had caused perforation of the heart wall. Due to a fatty layer of myocardium, there was no accumulation of pericardial fluid and repositioning was successfully achieved. This implantable lead remains in service. No additional adverse patient effects were reported. This lead was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.

Manufacturer narrative:
Added initial reporter phone and zip code. Added foreign to report source.

Event description:
It was reported that this patient was experiencing chest pain. Trough echo examination it was revealed that this implantable lead had caused perforation of the heart wall. Due to a fatty layer of myocardium, there was no accumulation of pericardial fluid and repositioning was successfully achieved. This implantable lead remains in service. No additional adverse patient effects were reported.